Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been experiencing high blood glucose of 400 mg/dl and the insulin pump alarmed no delivery. Customer does not recall any significant events leading to the error but he indicated that his infusion set is changed every 4 days. Troubleshooting advised customer to change set every 2 to 3 days as recommended. No further information was given.